Manufacturer narrative:
H6: corrected health effect clinical code, type of investigation. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10 concomitant devices: (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 99 months after a left total knee replacement procedure, the patient has experienced prosthesis wearwhile plaitiff (B)(6) left knee has not yet failed, as set forth in the master complaint, (B)(6) left knee is defective and reasonably certain to fail in the future. When such failure occurs, (B)(6) will have to undergo a revision surgery, he will suffer pain, physical injury, mental anguish and emotional distress and he likely would continue to suffer physical limitations, pain, injry, damages,harm and mental and emotional distress thereafter. Additonally, with a revision surgery, plaintiff will incur medical ecpenses and other economic harm.. No further issues or complications were reported. No additional information is available.